Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded atrial arrhythmia and pacemaker mediated tachycardia (pmt) episodes on the stored intracardiac electrogram in the configured collection period. The boston scientific technical services consultant discussed that there were two pmt episodes and rhythm appeared to be pacemaker drive and ended with algorithm appropriately indicating that the device was functioning as programmed. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received that the patient with this pacemaker stated that their remote communicator displayed red call doctor (rcd) alert after a successful patient initiated interrogation (pii). No adverse patient effects were reported. This pacemaker remains in service.